Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed that the screen became filled with noise. In addition, the following reportable malfunctions were identified during the device evaluation: video blackouts and whiteouts (resulting in re-visualization). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a noise screen during reprocessing. There were no reports of patient involvement.